Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had white discoloration and a slight bulge near its upper portion just below the upper fitment. Functional testing was performed and no bulging/ballooning was replicated. The root cause of the report of the ballooning silicone segment was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a pump segment bulge discovered while responding to an occlusion alarm. Event details are not available and there is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump segment bulge discovered while responding to an occlusion alarm during an infusion of normal saline 100ml/hr. It was further reported that no push medications had been given just prior to the event. The pump and tubing were changed and there is no report of patient harm.

Manufacturer narrative:
Correction initial reporter address.